Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial side of the monitor failed to function. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a patient as a result of this event.